Manufacturer narrative:
Caster activation finger and brake lever.

Event description:
It was reported by service report that both foot end casters were not holding when the brakes were applied. No pt involvement or adverse consequences are reported.